Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Review of the device logs confirmed the occurrences of the system faults sf137 and sf191. The evaluation determined that the device errors were due to a defective pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf137 and sf 191) indicating a loss of communication with the pneumatic block and outlet flow sensor. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause of the system fault 137 was a software issue. The investigation determined that the root cause of the system fault 191 was a outlet flow sensor component failure. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed error messages (sf137 and sf 191) indicating a loss of communication with the pneumatic block and outlet flow sensor. The patient was placed on a backup ventilator. There was no patient injury reported as a result of this incident.